Manufacturer narrative:
It appears that the device will not be returned for evaluation. Co therefore considers this report complete to the best of its knowledge.

Event description:
Information received from the field does not address the patient's clinical status but notes no capture observed at 2.5 volts .